Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed due to defective battery. A field service engineer (fse) identified that the battery voltage was low and not being charged from the power board and required to replace both the components. The fse replaced battery and power board to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator had refrigerator failed. The customer stated that this malfunction occurred while dispensing the medication, they were unable to access the medication from the affected refrigerator, and they had to access the medications from another pyxis station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator had refrigerator failed. The customer stated that this malfunction occurred while dispensing the medication, they were unable to access the medication from the affected refrigerator, and they had to access the medications from another pyxis station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.